Manufacturer narrative:
No allegations of deficiency with the da vinci s surgical system were reported. Based on the info received, it was determined that the da vinci s surgical system worked as intended and no system malfunctions occurred.

Event description:
On (B)(6) 2011, intuitive surgical received a legal summons and complaint filed by a pt alleging that they suffered significant injury and damages due to the surgeon's inability to provide reasonably prudent medical care after a da vinci s excision of endometriosis including a partial thickness sigmoid colon resection procedure was performed. The surgery took approx 10 hours to complete and post operatively, the pt had CT findings consistent with a perforated viscus and developing abscess. The complaint further alleges that the pt has undergone numerous medical procedures (including add'l surgeries) due to the surgeon's failure to properly, adequately or timely monitor, manage, diagnose, refer, consult, inform and treat the pt's medical condition.